Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic prostatectomy procedure. The trocar was inserted smoothly on the left side, but when turning the locking mechanism, the flanges did not deploy and the trocar slipped out. When visually inspected, it looks like the plastic piece that bend outward as the phalanges were not there. Fifteen minutes searching patient laparoscopically and again at the end of the case, but no parts of the trocar were retrieved or seen.